Event description:
The event was reported that the doctor deployed a marker into the patient's breast and completed the case with no patient consequence. Several weeks later, the patient returned complaining about a sharp pain in the area where the marker was deployed. The doctor removed the marker and noticed the marker had a sharp tail on it.

Manufacturer narrative:
Information anticipated, but unavailable at this time.